Event description:
It was reported that a catheter break occurred. While using a 15mm x 3.50mm wolverine coronary cutting balloon, a catheter broke while in the body. The complete device was removed and the procedure was completed without harm to the patient.